Event description:
It was reported that the insulin pump had unresponsive buttons and a frozen display. The time on the screen was not advancing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Unresponsive button due to corroded down arrow button on keypad trace. Display functioned properly with testing case. No blank display or frozen display noted. No moisture damage found on electronic assembly or motor.